Event description:
Hole, non-specific was observed during surgery. The device was explanted-replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture was confirmed via MRI". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12mar2024.

Event description:
Healthcare professional reported "rupture was confirmed via MRI". This record is for the left -side. Hole, non-specific was observed during surgery. The device was explanted-replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as surgical damage. Observed 1 opening assessed as fold flow opening. Additional observations: ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture was confirmed via MRI". This record is for the left -side. Hole, non-specific was observed during surgery. The device was explanted-replaced.